Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male noted as high-risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, the impella 5.5 was pulled into the aorta when the cardiac surgeon was attempting to reposition. The pump was urgently removed. The patient was reported as stable.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.